Event description:
Patient reported experiencing elevated blood glucose level up to "hi" from (B)(6) 2014 - (B)(6) 2014 while using the pump; pump often triggered an e4 (occlusion)error message. Patient stated on (B)(6) 2014 she vomited, cramped and felt very sick so she called the emergency doctor. Patient reported her blood glucose level was "hi". Patient stated she was taken to the hospital by ambulance; she stopped using the pump and was treated with a perfusor. Patient reported she was released from the hospital on (B)(6) 2014 and began using the pump again. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).